Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneally, dose, duration and frequency not reported) for the event. The patient and caregiver have been retrained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.